Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on 06 may 2024 that the infusion set tubing was leaking at site. Patient blood glucose level was between 200-300 mg/dl infusion set was in use for 24 hours. No further information was available.